Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), psychological trauma ("psych injury"), vaginal infection ("vag. Infect") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, anaemia, vaginal infection and nausea had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 (summons) and (B)(6) 2011 (pfs) patient received treatment for pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),anemia, gen. Abnormal. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. Device category changed from device other event to incident. Events added from pfs- pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),anemia, gen. Abnormal. Bleed, psych injury, vag. Infect, nausea. Lab data were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnormal. Bleed') in a 28-year-old female patient who had essure (batch no. 868764-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses painful, breast tenderness, uterine cramps, heavy periods, endometrial thickening, fibroids, stomach cramps and pollakiuria. Concomitant products included citalopram since (B)(6) 2011, duloxetine hydrochloride (cymbalta) from (B)(6) 2011, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2011, ferrous sulfate since (B)(6) 2016, gabapentin20-dec-2016 to 2018 and ibuprofen2-sep-2014 to january 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ anxiety and mental anguish"), 6 months 12 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), anaemia ("anemia"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of vaginal infection ("infection (bladder / urinary tract / vaginal) - type: vaginal infection") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and the second episode of vaginal infection ("vag. Infect"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, the last episode of menorrhagia, anaemia, the last episode of vaginal infection and nausea had resolved and the psychological trauma, vaginal haemorrhage, depression, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, nausea, pelvic pain, psychological trauma, vaginal haemorrhage, the first episode of menorrhagia, the first episode of vaginal infection, the second episode of menorrhagia and the second episode of vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 (summons) and (B)(6) 2011 (pfs). Patient received treatment for pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),anemia, gen. Abnormal. Bleed. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2011 . Discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2012 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral tubal occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain. Lot number reported 868764 is invalid . Most recent follow-up information incorporated above includes: on 23-oct-2019: update of information (batch is not valid) . No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 28-year-old female patient who had essure (batch no. 868764-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses painful, breast tenderness, uterine cramps, heavy periods, endometrial thickening, fibroids, stomach cramps and pollakiuria. Concomitant products included ferrous sulfate since (B)(6) 2016 for anemia, buspirone and olanzapine for anxiety and depression, ibuprofen (B)(6) 2014 to (B)(6) 2017 for pelvic pain as well as citalopram since (B)(6) 2011, duloxetine hydrochloride (cymbalta) from (B)(6) 2010 to (B)(6) 2011, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2011 to (B)(6) 2011 and gabapentin (B)(6) 2016 to 2018. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ anxiety and mental anguish"), 6 months 12 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), the first episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia / blood or heart disorder/condition type: anemia"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of vaginal infection ("infection (bladder / urinary tract / vaginal) - type: vaginal infection") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury / psychological or psychiatric problem condition : anxiety, depression and mental anguish"), the second episode of vaginal infection ("vag. Infect"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, anaemia, psychological trauma, the last episode of vaginal infection, nausea, vaginal haemorrhage, the last episode of menorrhagia, depression, anxiety and bacterial vaginosis had resolved and the dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, nausea, pelvic pain, post procedural complication, psychological trauma, vaginal haemorrhage, the first episode of menorrhagia, the first episode of vaginal infection, the second episode of menorrhagia and the second episode of vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 (summons) and (B)(6) 2011 (pfs) patient received treatment for pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),anemia, gen. Abnormal. Bleed, anxiety, depression, pelvic pain, anemia, discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2011 dysmenorrhea, discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2012 current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.18 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral tubal occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Lot number reported 868764 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of the events abnormal bleeding (menorrhagia), abnormal bleeding (vaginal) and psych injury / psychological or psychiatric problem condition : anxiety, depression and mental anguish were updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 28-year-old female patient who had essure (batch no. 868764-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses painful, breast tenderness, uterine cramps, heavy periods, endometrial thickening, fibroids, stomach cramps and pollakiuria. Concomitant products included ferrous sulfate since (B)(6) 2016 for anemia, buspirone and olanzapine for anxiety and depression, ibuprofen (B)(6) 2014 to (B)(6) 2017 for pelvic pain as well as citalopram since (B)(6) 2011, duloxetine hydrochloride (cymbalta) from (B)(6) 2010 to (B)(6) 2011, ethinylestradiol; ferrous fumarate; norethisterone acetate (loestrin fe) from (B)(6) 2011 and gabapentin (B)(6) 2016 to 2018. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ anxiety and mental anguish"), 6 months 12 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), the first episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia / blood or heart disorder/condition type: anemia"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of vaginal infection ("infection (bladder / urinary tract / vaginal) - type: vaginal infection") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury / psychological or psychiatric problem condition : anxiety, depression and mental anguish"), the second episode of vaginal infection ("vag. Infect"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, anaemia, the last episode of vaginal infection, nausea and bacterial vaginosis had resolved and the psychological trauma, vaginal haemorrhage, the last episode of menorrhagia, depression, anxiety, dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, nausea, pelvic pain, post procedural complication, psychological trauma, vaginal haemorrhage, the first episode of menorrhagia, the first episode of vaginal infection, the second episode of menorrhagia and the second episode of vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 (summons) and (B)(6) 2011 (pfs). Patient received treatment for pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),anemia, gen. Abnormal. Bleed, anxiety, depression, pelvic pain, anemia, discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2011 dysmenorrhea, discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2012. Current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.18 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on 19-jun-2012: total bilateral occlusion; on (B)(6) 2012: bilateral tubal occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Lot number reported 868764 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication and bacterial vaginosis. Updated outcome of events bacterial vaginosis as recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 28-year-old female patient who had essure (batch no. 868764-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses painful, breast tenderness, uterine cramps, heavy periods, endometrial thickening, fibroids, stomach cramps and pollakiuria. Concomitant products included ferrous sulfate since (B)(6) 2016 for anemia, buspirone and olanzapine for anxiety and depression, ibuprofen (B)(6) 2014 to (B)(6) 2017 for pelvic pain as well as citalopram since (B)(6) 2011, duloxetine hydrochloride (cymbalta) from (B)(6) 2010 to (B)(6) 2011, ethinylestradiol;ferrous fumarate; norethisterone acetate (loestrin fe) from (B)(6) 2011 to (B)(6) 2011 and gabapentin (B)(6) 2016 to 2018. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ anxiety and mental anguish"), 6 months 12 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), the first episode of heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia / blood or heart disorder/condition type: anemia"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), the first episode of vaginal infection ("infection (bladder / urinary tract / vaginal) - type: vaginal infection") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury / psychological or psychiatric problem condition : anxiety, depression and mental anguish"), the second episode of vaginal infection ("vag. Infect"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, anaemia, psychological trauma, the last episode of vaginal infection, nausea, vaginal haemorrhage, the last episode of heavy menstrual bleeding, depression, anxiety and bacterial vaginosis had resolved and the dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, nausea, pelvic pain, post procedural complication, psychological trauma, vaginal haemorrhage, the first episode of heavy menstrual bleeding, the first episode of vaginal infection, the second episode of heavy menstrual bleeding and the second episode of vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 (summons), (B)(6) 2011 (pfs) patient received treatment for pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),anemia, gen. Abnormal. Bleed, anxiety, depression, pelvic pain, anemia. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2011. Discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2012. Current weight 140 lbs. Trailing coils: left: 1 right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.18 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral tubal occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Lot number reported 868764 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: medical record received. Reporters information and rcc added. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 28-year-old female patient who had essure (batch no. 868764-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses painful, breast tenderness, uterine cramps, heavy periods, endometrial thickening, fibroids, stomach cramps and pollakiuria. Concomitant products included ferrous sulfate since (B)(6) 2016 for anemia, buspirone and olanzapine for anxiety and depression, ibuprofen (B)(6) 2014 to (B)(6) 2017 for pelvic pain as well as citalopram since (B)(6) 2011, duloxetine hydrochloride (cymbalta) from (B)(6) 2010 to (B)(6) 2011, ethinylestradiol; ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2011 to (B)(6) 2011 and gabapentin (B)(6) 2016 to 2018. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ anxiety and mental anguish"), 6 months 12 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), the first episode of heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia / blood or heart disorder/condition type: anemia"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), the first episode of vaginal infection ("infection (bladder / urinary tract / vaginal) - type: vaginal infection") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury / psychological or psychiatric problem condition : anxiety, depression and mental anguish"), the second episode of vaginal infection ("vag. Infect"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, anaemia, psychological trauma, the last episode of vaginal infection, nausea, vaginal haemorrhage, the last episode of heavy menstrual bleeding, depression, anxiety and bacterial vaginosis had resolved and the dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, nausea, pelvic pain, post procedural complication, psychological trauma, vaginal haemorrhage, the first episode of heavy menstrual bleeding, the first episode of vaginal infection, the second episode of heavy menstrual bleeding and the second episode of vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 (summons), (B)(6) 2011 (pfs) patient received treatment for pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),anemia, gen. Abnormal. Bleed, anxiety, depression, pelvic pain, anemia. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2011 . Discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2012. Current weight 140 lbs. Trailing coils: left: 1 right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.18 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: bilateral tubal occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain. Lot number reported 868764 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnormal. Bleed') in a 28-year-old female patient who had essure (batch no. 868764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses painful, breast tenderness, uterine cramps, heavy periods, endometrial thickening, fibroids, stomach cramps and pollakiuria. Concomitant products included citalopram since (B)(6) 2011, duloxetine hydrochloride (cymbalta) from (B)(6) 2010 to (B)(6) 2011, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2011 to (B)(6) 2011, ferrous sulfate since (B)(6) 2016, gabapentin (B)(6) 2016 to 2018 and ibuprofen (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ anxiety and mental anguish"), 6 months 12 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), anaemia ("anemia"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of vaginal infection ("infection (bladder / urinary tract / vaginal) - type: vaginal infection") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and the second episode of vaginal infection ("vag. Infect"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, the last episode of menorrhagia, anaemia, the last episode of vaginal infection and nausea had resolved and the psychological trauma, vaginal haemorrhage, depression, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, nausea, pelvic pain, psychological trauma, vaginal haemorrhage, the first episode of menorrhagia, the first episode of vaginal infection, the second episode of menorrhagia and the second episode of vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 (summons) and (B)(6) 2011 (pfs) patient received treatment for pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),anemia, gen. Abnormal. Bleed. Discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2011 discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion; on 19-jun-2012: bilateral tubal occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems ¿ anxiety, depression and mental anguish, infection (bladder / urinary tract / vaginal) - type: vaginal infection, dyspareunia (painful sexual intercourse). Reporter information, aka name, lab data, medical history, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.